Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 422 mg/dl at the time of the incident and the current was 270 mg/dl. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. The high pressure test was performed and it was passed. The customer feel ok troubleshoot for the high blood glucose. The customer was treated with the insulin pump. The device will not be returned for analysis.